Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her blood glucose was in the 500's mg/dl when she was experiencing high blood glucose. Customer had the following symptoms of high blood glucose: excessive thirst and irritation. Customer stated that she had a back-up plan. Customer treated with a bolus from the pump or shots. Customer stated that she had several reservoirs that leaked recently. Customer had a no delivery alarm in the alarm history. Customer stated that the alarm was resolved by a set change. Customer was advised that the pump was working as designed. Customer was unable to troubleshooting because the tubing was kinked by her pants. Customer readjusted the tubing and insulin delivery resumed. Customer was advised to do a complete set change as soon as possible. Customer also had a weak battery alarm. It was explained that the battery life may be reduced due to use of the incorrect battery type.